Event description:
"Simple" umbilical hernia repair (B)(6) 2010. Hernia larger than anticipated; proceed mesh was used along with epinephrine, which pt is allergic to. After surgery, area swollen, bruised, indurated, very painful. Pt unable to get in or out of bed without assistance. Five weeks after surgery area continues to be swollen, distended, tender, painful, indurated, with sharp stabs of pain. Cannot tolerate cloth to touch the skin. Original surgeon refused to examine repair; told pt he'd never seen any reactions so she was making it up. Primary care physician, hematologist, nurses concerned. Second surgeon says pt having reaction to mesh; not much to be done except wait and see if body acclimates. Unwilling to contravene first surgeon. Dose or amount: 6.4 cm patch. Dates of use: (B)(6) 2010 (present). Diagnosis or reason for use: repair of 1-2-cm hernia.